Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that there was a delay when users hit the pause key button. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical engineer (bme) called technical support to report that there was a delay when users hit the pause key button. The bme replaced the defective touchscreen and wanted to confirm that it was responding correctly. The remote service engineer (rse) reviewed the operation of the v60 in regard to freezing and restarting the breath cycle on the v60 with the bme and confirmed that the device operated as intended. The rse provided the bme with a copy of the v60 user's manual. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.